Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Unit was also successfully uploaded to carelink. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 at 22:04:00 faster than expected at 1.53 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 at 08:48:00 faster than expected at 1.65 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 at 02:11:00 after more than 7 days at 7.69 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was cut open to perform visual inspection and no evidence of moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly was noted. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement test and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) displayed abnormal spikes outside of spec range, confirming customer's battery anomaly. Isolate to electronic assembly. The following cosmetic damages were noted: stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction: the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Additionally, unit was received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a replace battery now alarm with a prior low battery alert. Blood glucose value at the time of event was 400 mg/dl. The event involved product(s) unomedical, mmt-332a, mmt-1884. Troubleshooting was declined by the customer for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the replace battery now alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.